Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01195. This report is being submitted as additional information. Patient¿s weight was not provided. Approximate age of device ¿ 4 months. (Calculated from the date of manufacture). Manufacturer's investigation conclusion: the patient remains ongoing on vad support. No product available for investigation. A no external power alarm was confirmed in the review of the submitted log file. The fixed speed was set to 9,000 rpm and the low speed limit was set to 8,400 rpm. A no external power/low battery hazard alarm was captured on 23feb2018 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during review of the patient¿s system controller log file, a representative of the manufacturer¿s technical services observed one event on (B)(6) 2018 at 19:16 that appeared to be caused by the power cord coming loose from the mobile power unit (mpu). This resulted in a no external power alarm. The system controller backup battery was in use at that time and there were no interruptions to lvad support. Technical services advised the lvad clinician to ensure that the power cable was firmly seated in the mpu.